Manufacturer narrative:
The device was returned to olympus for inspection. The suggested phenomenon was confirmed. However, a further root cause could not be identified. The investigation findings could not lead to a clear conclusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the plastic tube of the aspiration needle had detatched from the handle. The reported issue occurred during an endoscopic ultrasound-guided fine needle aspiration (eus-fna) for a malignant lesion. The procedure was completed using another device and there were no reports of patient harm.